Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer said she "wasn't able to test for a few days and last night, she woke up feeling very sweaty and she felt like she could pass out". Customer treated herself with a peanut butter sandwich and some orange juice. There was no report or death, serious injury or third party medical intervention.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.